Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the pump was displaying a no-power issue, which is identified by the absence of the auditory cues, vibratory cues, and visual display image upon attempted use. In addition, it was reported that the battery compartment was cracked. Also, it was reported that evidence of moisture ingress was observed behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/05/2015 with the following findings: the pump black box showed that multiple power events had occurred. The battery compartment was observed to be cracked below the bumper pad and moisture was observed in the compartment. The battery cap was not returned with the pump for testing. A test battery cap was inserted and the pump was able to maintain electrical connection. The pump was exercised for 24 hours without power interruptions. A leak test was performed and found that the pump was leaking from the battery compartment crack and from damage to the audio bolus button. The pump was opened and the corrosion was found on the printed circuit board and on the battery canister. The bolus button was removed and moisture was observed under the button contact. The complaint of no power was unable to be duplicated during testing. Unrelated to the complaint, the display screen was found to be faded. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.